Event description:
It was reported that during the pre-use check, leakage of air from the breathing circuit was observed. No patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.